Manufacturer narrative:
(B)(4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a catalyst procedure, the surgery center reported loss of suction while laser firing. The procedure was completed successfully. There is no patient injury reported.